Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars cov-2 with bd max¿ system, bd max¿ instrument false positive results were obtained. Repeat testing performed on different instruments and the results were negative. There was no report of patient impact. Assay used: biogx sars-cov-2 open system reagents for bd max¿ system. The following information was provided by the initial reporter: instrument ct2124 run 1014, sample a1was positive (smear 1) biogx test. After repeating (with a new smear) this sample with biogx run 2649 instrument ct1042, position a11 was negative. Instrument ct2124 run 1014, sample a2 was positive (smear 1) biogx test. After repeating (with a new smear) this sample with biogx run 2650 instrument ct1042, position b5 was negative. Instrument ct2124 run 1014, sample a3 was positive (smear 1) biogx test. After repeating (with a new smear) this sample with biogx run 2649 instrument ct1042, position a8 was negative. Instrument ct2124 run 1014, sample a11 was positive (smear 1) biogx test. After repeating (with a new smear) this sample with biogx run 2649 instrument ct1042, position a10 was negative. Instrument ct2124 run 1014, sample a12 was positive (smear 1) biogx test. After repeating (with a new smear) this sample was negative on cobas.

Event description:
It was reported that while testing for sars cov-2 with bd max¿ system, bd max¿ instrument false positive results were obtained. Repeat testing performed on different instruments and the results were negative. There was no report of patient impact. Assay used: biogx sars-cov-2 open system reagents for bd max¿ system. The following information was provided by the initial reporter: instrument (B)(6) run 1014, sample (B)(6) was positive (smear 1) biogx test. After repeating (with a new smear) this sample with biogx run 2649 instrument (B)(6), position a11 was negative. Instrument (B)(6) run 1014, sample (B)(6) was positive (smear 1) biogx test. After repeating (with a new smear) this sample with biogx run 2650 instrument (B)(6), position b5 was negative. Instrument (B)(6) run 1014, sample (B)(6) was positive (smear 1) biogx test. After repeating (with a new smear) this sample with biogx run 2649 instrument (B)(6), position a8 was negative. Instrument (B)(6) run 1014, sample (B)(6) was positive (smear 1) biogx test. After repeating (with a new smear) this sample with biogx run 2649 instrument (B)(6), position a10 was negative. Instrument (B)(6) run 1014, sample (B)(6) was positive (smear 1) biogx test. After repeating (with a new smear) this sample was negative on cobas.

Manufacturer narrative:
H6: investigation summary . The complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported receiving false positive results on biogx sars-cov-2 assay, but a repeated run on a different bd max instrument yielded a negative result. Customer also reported that biogx sars-cov-2 resulted in false positive, but a run on cobas resulted in negative results. Service reviewed the database and determined that the issue is either storage issue or contamination and did not note any issue with the instrument. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No sample was returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. The complaint is unconfirmed by service.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars cov-2 with bd max¿ system, bd max¿ instrument false positive results were obtained. Repeat testing performed on different instruments and the results were negative. There was no report of patient impact. Assay used: biogx sars-cov-2 open system reagents for bd max¿ system. The following information was provided by the initial reporter: instrument ct2124 run 1014, sample a1was positive (smear 1) biogx test. After repeating (with a new smear) this sample with biogx run 2649 instrument ct1042, position a11 was negative. Instrument ct2124 run 1014, sample a2 was positive (smear 1) biogx test. After repeating (with a new smear) this sample with biogx run 2650 instrument ct1042, position b5 was negative. Instrument ct2124 run 1014, sample a3 was positive (smear 1) biogx test. After repeating (with a new smear) this sample with biogx run 2649 instrument ct1042, position a8 was negative. Instrument ct2124 run 1014, sample a11 was positive (smear 1) biogx test. After repeating (with a new smear) this sample with biogx run 2649 instrument ct1042, position a10 was negative. Instrument ct2124 run 1014, sample a12 was positive (smear 1) biogx test. After repeating (with a new smear) this sample was negative on cobas.